Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported issue. Failure analysis confirmed the primary issue of a broken curved blade. The broken piece, approximately 0.72" x 0.10" in size was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Root cause is attributed to the mishandling/misuse. The mcs tip cover accessory does not get captured by in the logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. Logs for the instrument confirmed that a distal gastrectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the ethicon generator had a warning message indicating the pressure on the tip of the harmonic ace insert was too high. The customer noted that the harmonic ace insert would not work, and the tip was found to be broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken tip issue occurred outside of the surgical procedure. There was no report of fragment falling from the device while used within the patient. The patient did not return to the hospital.